Manufacturer narrative:
The unit was received by the philips bench on 05-oct-2018. While the device was at the bench, a temporary hold was placed on bench activities and the unit was subsequently returned to the customer for servicing. As a result of the temporary hold, an evaluation was not performed on the unit. Based on the customer¿s own evaluation of the unit, it was determined that the battery pca needed to be replaced.

Event description:
It was reported to philips that the battery pins on the battery pca were damaged. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.